Event description:
It was reported that the patient presented to the emergency room complaining of shortness of breath and pocket stimulation, the symptoms started a few days (did not know exactly when symptoms had started). The interrogation found the pulse generator in backup vvi mode. A device image was retrieved and the ddd mode was restored. It was noted that the patient had gone through metal detector at an airport and also had dental work (maybe with electrical toll). He denied any other exposure to emi sources. The pulse generator was working fine once restored.

Manufacturer narrative:
(B)(4).